Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has not been returned to belmont for investigation. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of a, "heating fault" alarm, the rapid infuser exhibits the following alarm message: "check temperature probes for blockage. Clean windows. Press retry to continue. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. The temperature probes should be cleaned before or after each use according to the service and preventive maintenance schedule and instructions provided in the operator's manual, as dirty, wet, or blocked temperature probes can cause the rapid infuser to exhibit a "heating fault" alarm. Without the benefit of the device back at our facility for investigation, the root cause of the alarm cannot be determined. No patient injury was reported. The manufacturing records for this serial number were reviewed, and no anomalies were identified. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a report from the user facility that the belmont rapid infuser, ri-2 exhibited a "heating fault" alarm at a flow rate of 10ml/min with an output temperature of 36.5 to 37.0 degrees c.